Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 11.9 mmol/l at the time of the incident. Multiple battery changes did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted. The device was received with faded serial number label, cracked battery tube threads, minor scratched lcd window and cracked select button keypad overlay.